Manufacturer narrative:
Evaluation is progress, but not yet concluded.

Event description:
It was reported that the saw did not cut. There were no reported adverse consequences to the patient as a result of this event.